Event description:
During the service evaluation process conducted at the manufacturer facility the led and lens of the device was found to be broken. As the event was found during service, no patient involvement or procedural delays were associated with the event.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
During the service evaluation process conducted at the manufacturer facility the led and lens of the device was found to be broken. As the event was found during service, no patient involvement or procedural delays were associated with the event.